Event description:
During closure of the uterus after a c-section, the tip/point of the suture needle broke off. After searching and xrays of the area, the tip was located and discarded. No further interventions were necessary.